Event description:
The pt experienced a loss of therapeutic effect following exposure to a security system last friday. It was unk if the device was on or off. The pt was redirected to her healthcare professional. Additional info was requested from her healthcare professional.

Manufacturer narrative:
(B) (4).